Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Reviewed the device history record at in-process inspection and at final control inspection and there were no abnormality found.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): during a lumbar puncture and administration of the drug for spinal anesthesia, the surgeon proceeded to the withdrawal of the puncture needle. However it was noted moderate difficulty in removing and consequent fracture of the needle, remaining fragment within the patient. The patient underwent surgical exploration of the site and debris removal.